Event description:
It was reported that within days after the device implant, the threshold on the ventricular lead had increased from 0.5 volts to 6 volts and there was loss of capture. A revision was done and the lead threshold before the case was the same as at implant, when disconnected from the device the lead electrical measurements were okay and the lead appeared to be in the same position as implant. It was suspected there was an issue with the device so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).